Event description:
A customer reported via phone call indicating need new sensors for their insulin pump. The patient's blood glucose was unknown at the time of the call. The customer stated they were hospitalized for non-diabetes related issues. The customer had myasthenia grazis but did not provide further information about the hospitalization. The customer stated that their sensor was not properly secure and fell out and needs a replacement. The customer was sent a new sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.